Event description:
On (B)(6) 2015, the subject pacemaker was interrogated during incoming inspection and was found in standby mode. Preliminary analysis showed that the switch in standby mode occurred on (B)(6) 2015, probably because of a single event upset (seu).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the subject pacemaker was interrogated during incoming inspection and was found in standby mode. Preliminary analysis showed that the switch in standby mode occurred on (B)(6) 2015, probably because of a single event upset (seu).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, the subject pacemaker was interrogated during incoming inspection and was found in standby mode. Preliminary analysis showed that the switch in standby mode occurred on (B)(6) 2015, probably because of a single event upset (seu).